Event description:
It was reported that the label was missing on tube tray with a bd tube sst plh 13x75 3.5 plbl gold br. The following information was provided by the initial reporter, translated from portuguese to english: the missing label is on the tubes tray.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the label was missing on tube tray with a bd tube sst plh 13x75 3.5 plbl gold br. The following information was provided by the initial reporter, translated from (B)(6) to english: the missing label is on the tubes tray.